Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When connected to the machine(826634), it can't return to zero, it just showed zero reference 512, after pushing "menu enter", icp showed 50-60mmhg, changed to another machine, but still the same issue, therefore, customer judges that the icp microsensor can't work